Event description:
It was reported that in 2006, the patient was referred for low back pain and pain in both legs. She underwent a lumbar fusion at l4-l5 with instrumentation. The patient was implanted with rhbmp-2/acs. The patient followed up with the surgeon twice after the surgery, after two weeks and six weeks post-surgery. Post-surgery, the patient experienced severe pain in her lower back and both legs, which was worse than before her surgery. Further, she had difficulty getting around. The patient currently has a difficult time getting around, endures significant pain and sees a pain management specialist.

Manufacturer narrative:
(B)(4).